Event description:
It was reported that the event involved a (B)(6) patient. While in the cath lab the doctor inserted the berman catheter and during injection the catheter burst at the hub. The correct flow rate and pressures were used. At this time the catheter was removed. It is unknown if the doctor inserted a second berman catheter. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. There were no issues for the patient. Additional information received on (B)(4) 2013 stated that according to the customer the viscosity used is as follows: omipaque (lohexol) 350 mgl/ml, and visipaque (lodixanol) 320 mgl/ml - kidney friendly contrast. It is believed that they used omnipaque.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.